Event description:
Manufacturer's reference #: (B)(4).

Manufacturer narrative:
It was reported that the ventilator generated technical error codes indicating communication error. The ventilator was investigated on site by our field service engineer (fse) and both pressure transducer circuit boards (pcb) were replaced to resolve the issue. The provided device logs show several more alarms: ventilation disabled. Communication error or control circuit board error during startup. Ventilation disabled. Communication error or expiratory channel circuit board failure during startup. Software error. Patient category mismatch between breathing and monitoring subsystems. After replacing both pressure transducer pcbs the ventilator passed all the tests with no failure. The replaced part was not returned for investigation. Therefore, no root cause can be established.

Event description:
It was reported that the ventilator generated technical error codes indicating communication error. There was no patient involvement. Manufacturer's reference #: (B)(4).